Manufacturer narrative:
Additional information updated in d4, h4 and h11. The lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports their op5 personal diabetes manager (pdm) is not allowing them to bolus in automated mode as well as manual mode. The patient was unable to bolus when their blood glucose was high from eating. The pdm would return to the home screen whenever the they tried to proceed with the bolus.